Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed. The investigation results show that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. In addition to the information provided related to the drill and based on the performed investigation the root cause of the failure could have been attributed to a user related issue by using a too short drill leading to a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation

Event description:
During insertion of a 2.0 x 10mm bone screw into a 1.5 mm 4 hole mini plate with bar, the head of the screw broke off just before screw insertion was complete. There was a one minute delay and the surgery was completed successfully with no adverse consequences reported.

Event description:
During insertion of a 2.0 x 10mm bone screw into a 1.5 mm 4 hole mini plate with bar, the head of the screw broke off just before screw insertion was complete. There was a one minute delay and the surgery was completed successfully with no adverse consequences reported.